Event description:
It was reported that customer experienced repeated occlusion alarms that led to very high blood glucose readings and ketones, resulting in a hospital stay. Customer¿s blood glucose level was displayed as ¿high,¿ and healthcare provider later identified ketone level as dangerous or life threatening. Customer was treated with intravenous fluids and insulin at hospital and was released a few days later with issue resolved and no permanent damage. The customer could not recall the specific timeframe of the event.